Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through various checks and cleaning of the pump's components. Initially, the customer was unable to successfully load the cartridge using these instructions. Eventually, the customer replaced the cartridge independently and successfully completed the loading sequence, allowing them to resume insulin administration.